Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had their third overdischarge. The patient performed a physician mode recharge (pmr) without any supervision. The patient met with a manufacturer representative to clear the resultant power on reset (por). It was noted to be the patient¿s third por. The device was checked and all impedances were within range. The patient had good coverage but their device was not holding a charge. The patient was instructed to keep exercising the battery. There were no patient symptoms reported. If additional information is received, a follow-up report will be sent.